Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient opted for and underwent a revision surgery due to loosening femoral component tka, following manipulation under anesthesia which was unsuccessful. Revision included revision of patella and poly exchange, and tri-compartmental synovectomy.

Manufacturer narrative:
Corrections based on additional information received.